Event description:
It was reported that the pt underwent a sling procedure. In 2005, the pt presented with urinary retention. This resolved with catheterization. Two days later the pt developed a urinary tract infection and was treated medically. The urinary tract infection recurred a month later.